Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer ¿s mother reported via phone call that they experienced a high blood glucose level of 406 mg/dl. The customer¿s mother reported an insulin flow blocked alarm. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection. The current blood glucose level was unknown. The customer did troubleshoot the issue and found an infusion set occlusion. The customer¿s mother declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis; however, the infusion set will be returned for analysis.